Event description:
Product problem: unable to retract jacket during deployment. The device was inserted into the pt with no problem. During jacket retraction the surgeon pulled the device down into the right common iliac causing the inferior attachment capsule to kink. The physician continued on with the jacket retraction, and in the process separated the jacket into two. Since the jacket was partially retracted and the hooks exposed, the pt was converted to standard surgical repair. The pt is in stable condition.